Event description:
A report was received that alleges that the tracheostomy tube was deflating at the cuff after five hours in situ. Replacement was required. No incident related med sequela was reported.

Manufacturer narrative:
Smiths med has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths med will file a follow-up report detailing the results of the evaluation once it is completed. Explanation of method code: the actual device involved was returned and is currently in transit to the investigation site.